Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) "is not properly working" and that their "heart is slowly beeping." Follow up attempts were made to the patient's physician and were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.